Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to report a "patient line blocked" alarm and seek advice as to how to clear the problem. Upon follow up with the patient's pd nurse, it was reported that the patient did have peritonitis and was treated with antibiotic fortaz to be administered ip for 2-3 weeks. The cause of the peritonitis was the result of aseptic technique. The patient continues with the ccpd program in stable condition. Patient medical records were requested but not yet received.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department requested the patient's medical records but they have not yet been received. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the device investigation.